Event description:
Reporter stated the up and down buttons on the infusion device work intermittently and the protective rubber is damaged. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).